Event description:
It was reported that a lead perforation was observed via radiograph. Exit block was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. The lead exhibited normal electrical characteristics. A lead tip stiffness testwas performed and the lead was found to be within specification.